Event description:
Pt underwent ptca of the lad and stent placement. During the procedure, stent balloon inflated in coronary artery to deploy stent. Balloon deflated without incident, balloon repositioned and reinflated to 16 atm. On this inflation balloon did not deflate with negative pressure. Blood noted in deflation device and balloon noted on fluoro to be expanded. Numerous attempt to deflate balloon with 20cc syringe resulted in partial deflation. Balloon catheter removed with difficulty. Myocardial staining was noted. Ruptured small septal perforator.